Event description:
Reportable based on analysis completed on (B)(6)-2012. It was reported that during a coiling procedure, friction of the introducer in the catheter occurred. As the physician advanced a .035 interlock cube 20mmx40cm through a non-bsc guide catheter, the physician encounter resistance. The procedure was completed with another of the same device and the patient's post-procedure condition is stable. However, device investigation revealed separated introducer tip.

Manufacturer narrative:
Device evaluated by MFR: dispenser coil with delivery wire inserted, non-bsc, catheter with coil inserted and introducer with rotating hemostatic valve (rhv) were returned. The delivery wire was removed from the dispenser coil and inspected. A kink was observed on the proximal end. The coil was stuck in the non-bsc catheter. A test delivery wire was inserted into the distal end of the catheter and could not be advanced. The catheter was soaked in luke warm water. An attempt was made to remove the coil without success. The catheter was cut at several sections in an attempt to remove the coil. The coil could not be removed. The interlocking arm of the coil was visible in the hub of the catheter. The introducer was returned with the rotating hemostatic valve (rhv) attached. After removing the rhv, it was noted that the tip of the introducer was pulled off. The tip of the introducer was found in the cordis catheter when the catheter was cut in efforts to remove the coil. The interlocking arm of the delivery wire was inspected and no anomaly was noted. The delivery wire zap tip shape and surface was smooth. The zap tip of the main coil could not be inspected as the coil could not be removed from the catheter. The interlocking arm of the main coil was inspected and no anomaly was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A root cause of user/use error was assigned. The .035 interlock dfu states 'in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system. Also, the 035 interlock dfu states' the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter. The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device. The interlock- 35 fibered occlusion system will encounter significant resistance when advancement through a soft wall delivery catheter is attempted. (B)(4).